Event description:
It was reported that the health care professional (hcp) requested technical services (ts) to review the pacemaker system stored electrogram (egm). Upon review, ts observed noisy signals on this right atrial (ra) lead. Ts determined the noise was not over-sensed. Ts discussed device programming optimization with the hcp. At this time, this ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).